Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Review of reprocessing procedure information provided by users revealed no significant deviations from the instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of staphilococuss sp. And 10-100 cfu of microbacterium sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.